Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. A system error 322 was confirmed and reproduced during the evaluation. The alarm was caused by a failed upper latch switch which was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322 during an infusion (medication, programmed amount and delivery rate unknown). It is unknown which care area this alarm occurred in, and there was no reported pt injury.